Event description:
It was reported the spring spacer in the siderail was broken. It is unknown if this resulted in the siderail being unable to latch in the up position. No patient involvement or adverse events are reported.

Manufacturer narrative:
An investigation is underway to determine the effect of the reported condition on siderail operation.